Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900mg/dl resulting in a coma. The customer went to the emergency room and was subsequently hospitalized. Pump data review by tandem technical support (cts) showed customer was possibly not using pump for insulin delivery as insulin delivery was stopped a few days prior to the event; however, this could not be confirmed as customer declined further troubleshooting with cts and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.